Event description:
The implant failed due to pt bone condition and health habit. The implant was placed at #34, 35, 36, 37 and removed after 12 mos. Poor oral hygiene, poor bone condition, bone augmentation material used and traditional 2 stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.